Manufacturer narrative:
It was reported that the urinary catheter's balloon deflated after being in place for "1 day." Reportedly, when the balloon deflation was identified, the urinary catheter was removed and replaced. No serious injury, follow-up care, or impact to the patient's stability was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the need for medical intervention to replace the urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter's balloon deflated and it was required to be replaced.

Manufacturer narrative:
The manufacturer received three samples in unused and packaged condition from the reporting facility. Visual inspection of the received samples revealed no noted product defects or abnormalities. Functional evaluation was performed by inflating all urinary catheter balloons with approximately 10ml of water. At full inflation, pressure was applied to all urinary catheter balloons and no leakage was identified. All urinary catheter balloons were able to inflate and deflate fully with no noted defects or abnormalities. A root cause for the reported incident could not be determined. If additional relevant information becomes available another supplemental medwatch will be filed.